Manufacturer narrative:
Additional, changed, and/or corrected data:d6b.

Event description:
Healthcare professional reported a left side rupture. "Hole, non-specific" observed during surgery. The device has been explanted and replaced.

Event description:
Physician reported a left side rupture. "Hole, non-specific" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device is related to the reported event of rupture received on june 22, 2023, with lot number 1255826. Based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as fold flaw opening. Additional observations: stress mark observed. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Physician reported a left side rupture. "Hole, non-specific" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to model #: style 10-360cc. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.